Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and one of the screws used to secure the top and bottom enclosure together was cross threaded and the top enclosure pem insert is not seated properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The cause of the condition was determined to be loose parts. The mechanism/flange assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the screw used to secure the top and bottom enclosure together was not seated properly. No additional information is available.